Event description:
The MFR has received reports of pt hemolysis from various dialysis clinics. The first was received on may 18, 1998. The MFR began investigating the events on may 19, 1998, with the focus of the investigation being on clinic water quality/procedure and the centrysystem 3 dialysis control unit. On may 23, 1998, it was found that the outbreak was due to a defect in a specific catalog number and three lot numbers of blood tubing sets.